Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), product type: extension. Product ID: 3889-28 , lot# va04h0y, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The health care professional (hcp) reported that there was (B)(6) during the 1st and 2nd stage trial performed in 2013. After follow-up with the hcp, the symptoms experienced by the patient were pain over the implantable neurostimulator (ins) site, fevers, chills, nausea, and spontaneous discharge from the ins skin site. There was a soft tissue ultrasound taken on (B)(6) 2013. There was a 5x1.6x1.7 cm fluid collection around the ins. Wbc 8,3; cbc <(>&<)> electrolyte panel on (B)(6) 2013 within normal limits. If additional information is received, a follow-up report will be sent.